Event description:
The involved medical product is an adapter to connect a foot or a knee to a prosthesis (to the socket). With this adapter the patient can change between e.g. A sports foot and the foot for daily use by himself. On (B)(6) 2025 the customer complained about the product and reported a fall (no information about injuries). On 12th feb we received the information about the serious injury. Information provided by the customer: the patient fell while using the concerning adapter. The foot fell off causing three falls in total. The third fall took place on the stairs and led to broken ribs and a bruised side.

Manufacturer narrative:
This incident happened in canada but the adapter 4r11 is also sold in the us. According to the information in the complaint, the adaptor has come loose. As a result, the foot fell off the prosthesis and the patient fell. The adaptor has been examined in detail. Unintentional loosening of the adaptor during use could not be reproduced. We therefore assume that the adaptor was not correctly locked and therefore released unintentionally. The instructions for use describes the correct locking of the adaptor. In addition, it was described in the complaint that the adaptor had already been loosened three times and the foot fell off the prosthesis. A serious injury occurred only the third time. Continued use of the product in accordance with the instructions for use is prohibited in case of functional impairment or loss of functionality. Therefore, the patient should have had the adaptor checked by the o&p professional after loosing it for the first time. Therefore, there is a use error.